Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer reported that blood glucose level was 373 mg/dl but was unsure of the cause. The customer delivered a correction bolus with the pump. Tandem technical support suggested customer to discuss settings and other high blood glucose factors with their health care provider.